Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side "capsular contracture, baker grade iii", "became aware of the recall which caused a lot of anguish and concern," "intense psychic shock and state of constant apprehension," "anxiety", ¿risk of developing a lethal disease (cancer).¿ healthcare professional reported "contracture of the capsules, baker grade iii", ¿fibrous thickening¿, "mild lymphohistocytic inflammatory infiltrate and histitic reaction around hemosiderin" and "capsule presenting a smooth and greyish brown side and the other side with adherence by adipose tissue" and "solitary breast cyst." Healthcare professional also reported "prostheses were intact but during the process of opening the capsules, they were ruptured¿; this event is not device related. Patient additionally reported ¿migraine," ¿memory loss¿, ¿depression¿, ¿swelling in hands and feet¿, ¿feeling of closed throat¿, ¿very thirsty¿, ¿itchy¿, ¿dry eyes¿, ¿ringing in the ear¿, ¿vertigo¿, ¿fatigue¿, ¿anxiety¿, ¿decreased libido¿, ¿diagnosed with irritable bowel syndrome"; these events are not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii.

Event description:
Patient reported ¿migraine¿, ¿memory loss¿, ¿depression¿, ¿swelling in hands and feet¿, ¿feeling of closed throat¿, ¿very thirsty¿, ¿itchy¿, ¿dry eyes¿, ¿ringing in the ear¿, ¿vertigo¿, ¿fatigue¿, ¿anxiety¿, ¿decreased libido¿, ¿diagnosed with irritable bowel syndrome¿, ¿during the process of opening the capsules, they were ruptured¿, ¿solitary breast cyst¿, ¿fibrous thickening¿, ¿synovial metaplasia." These events are not device related. Patient additionally reported ¿mild lymphohistiocytic inflammatory infiltrate and histionic reaction around hemosiderin¿, and ¿adherence by adipose tissue and granular areas in between¿ living with breast implants suspended by regulatory authorities on the market was enough to cause intense psychic shock and state of constant apprehension and anxiety¿, and "contracture of the capsules baker grade iii." The device has been, explanted.